Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient experienced bleeding/hemmorhage. The patient mentioned that during their call today their incision site began bleeding heavily after the procedure. They reported the wires fell out and were hanging, and the bleeding started afterward. The doctor decided to cut of the wires yesterday to help stop the bleeding. The patient has already completed the trial and stated that it went perfectly. They were now waiting for permanent implant which is scheduled for (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.